Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pulse generator exhibited backup vvi operation. A device software download was performed successfully. The patient was in stable condition prior, during, and post event. The patient would continue to be monitored.